Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 10.4 mmol/l (187.2 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the patient could not see the pink slide in the viewing window, but the cannula was visible, indicating a needle mechanism failure. As treatment for the hyperglycemia, a new pod was applied.